Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon inserted screws into the patient and performed a verification spin. The surgeon used a navigated drill to verify the placement of the screws. Surgeon noted that when the drill was placed directly onto the screwhead, the navigation system showed the drill approximately 5 millimeters (mm) off in the caudal direction. Surgeon reverified the drill and noted difficulty with verification. Surgeon was able to verify after turning the drill nearly 90 degrees away from the camera. Surgeon verified another instrument and noted a similar difficulty with verification, only successfully verifying at nearly a 90 degree angle. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.